Manufacturer narrative:
The product family for this women's healthcare product is unknown; therefore, bard is unable to determine the associated labeling and dfmea to review. If additional information is received, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced serious and permanent injuries, pain, disfigurement, physical impairment, progression of existing conditions and had required and will require continued medical treatment.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: complications associated with the proper implantation of the align® to urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced pain, infection, recurrence, dyspareunia, and required additional non-surgical interventions.

Manufacturer narrative:
The medical record review is still in progress, once the medical records are reviewed a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced chronic constipation, diabetes, rheumatoid arthritis disorder, hypertension, vaginal pain, having to wear pull ups at night, recurrent urinary tract infections, diarrhea, dysuria, frequency, having to wear pads, recurrent stress urinary incontinence, urge urinary incontinence, incomplete bladder emptying, bladder neck hypermobility, urgency and required multiple surgical interventions.